Event description:
New information states that the patient presented in clinic for follow up on (B)(6) 2021. Upon interrogation, the right ventricular lead continued to exhibit lead noise. Rv threshold and impedance measurements are stable no intervention was performed. The patient was asymptomatic and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise. The noise was negligible. Impedance was noted to be in normal range. No intervention was performed. The patient will continue to be monitored.

Event description:
New information states that the patient was in a stable condition.